Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced controller board for 2.2 and module board. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2 failed. User attempted to reboot and recover the drawer yet issue persists. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other pyxis. There were no adverse events or injuries reported based on this incident.